Event description:
Cusotmer reported unexpected negative reactions on the echo. A patient with a recently identified anti-k resulted as negative with capture- r ready screen (crrs) 3 testing on echo.

Manufacturer narrative:
Reactivity of the k antigen was confirmed on retention capture-r ready screen (crrs) (3), lot r037. This product was used at the time of the event. Customer returned sample for investigation testing. The sample was tested with retention crrs(3), lot r037 on an in-house echo. It exhibited equivocal reactions with cell ii, k+k+ reagent red cells. The sample was tested by tube hemagglutination tests using panoscreen I and ii, lot 03221, using immuadd as the potentiator. A room temperature (rt) incubation was included. The sample exhibited 1+ reactivity only at iat.